Event description:
The surgeon confirmed there was no infection. This report is 2 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention and medical device removal. H6: patient code 1930 has been removed after follow-up with the surgeon. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mandible materialise case was performed due to sleep apnea. There was massive advancement, well beyond the normal movement case. The revision surgery was performed on (B)(6) 2020. The surgeon advised he will use heavier plates with more fixation moving forward, 1.25mm instead of a 1mm plate. The anterior screws were totally backed out and the posterior screws had pulled through the plate and were in the bone. The patient specific plate was removed and replaced with a standard plate from the matrix mandible plating system. In addition, all of the screws were removed. The patient is still very happy with the surgical outcome.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: all of the anterior screws backed out . Posterior screws no ( not sure of quantity).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an: unknown plate: matrixmandible/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a friend of a friend underwent a trumatch mandibular advancement case on the (B)(6) 2019 at (B)(6). I received a text message yesterday from my friend informing me that his friend had seen his surgeon yesterday who indicated following a review of a CT scan that some of the screws of the plate had "backed out" and that there was a likely infection and that re-operation could potentially be required on the (B)(6) 2020 as the mandible had appeared to have moved from its original position. This complaint involves one (1) device. This report is for one (1) unk - plates: matrix mandible. This report is 2 of 2 for (B)(4).